Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 37 mg/dl on the morning of the call, which was treated with food. The customer was initially calling to complete troubleshooting after receiving a tubing clamp, but later declined. Blood glucose level at the time of the call was 188 mg/dl. No products were replaced or returned for analysis.